Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient complained of leakage and the artificial urinary sphincter (aus) device was removed. The surgeon noted in surgery that the cuff caused erosion of the urethra. All components were explanted and replaced.